Manufacturer narrative:
H6 - codes corrected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the issue was resolved with lead replacement on (B)(6) 2025.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to enter MRI mode due to a high impedance issue. To address the issue, the ipg was replaced via surgical intervention on (B)(6) 2024. Following surgery, the issue was not resolved; therefore. Surgical intervention may take place again in the future.